Event description:
An aus device was implanted on 9/7/89. A second/tandem aus device was implanted on 12/19/90. Both devices were removed from the pt on 6/27/97 due to "didn't work. Non-functional." An single aus device was implanted.